Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged and caused leak. The following information was received by the initial reporter with the following the verbatim: customer stated that rituaxan infusing, IV pump beeping frequently, restart, air inline, checked tubing set and tiny hole up top of flexible part tubing that goes inside the pump leaked/squirted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Additional information including patient information received 11/16/2023 update made to reflect new information received.

Event description:
Additional information received. Material #: unknown batch #: unknown. It was reported by customer that rituaxan infusing, IV pump beeping frequently, restart, air inline, checked tubing set and tiny hole up top of flexible part tubing that goes inside the pump leaked/squirted. Verbatim: rcc received a complaint via email. Email(s) attached. Customer stated that rituaxan infusing, IV pump beeping frequently, restart, air inline, checked tubing set and tiny hole up top of flexible part tubing that goes inside the pump leaked/squirted.

Event description:
No additional info.

Manufacturer narrative:
The customer reported that there was a tiny hole at the top of the pumping segment. One sample was received for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and an infusion run was performed at a rate of 125 ml/hr for one hour. Approximately ten minutes into the infusion, the run was paused and a leak was observed coming from the top of the pumping segment. The customer complaint was able to be replicated. The root cause was confirmed by the manufacturing facility to be unrelated to the manufacturing process. The root cause is traced to the user loading techniques, we strongly urge the customer to carefully load the pump segment top-first. A DHR was performed on the following possible lots: 23085231, 23085232, 23085241, and 23085242. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.